Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that during a hemodialysis (hd) patient¿s treatment using a fresenius 2008t hemodialysis machine a blood leak was visible on the dialyzer immediately after treatment was initiated and the patient's blood reached the dialyzer. The dialyzer was discarded the product before calling to report complaint. The blood was visually observed internally, and no external leak was noted. Blood reportedly came out from arterial port to dialysate port. Blood test strips were used and tested negative. The patient was able to switch to a different machine with a new dialyzer and non-fresenius bloodlines and completed hemodialysis treatment.

Manufacturer narrative:
Plant investigation: the production record was reviewed and there was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformance, rework, labeling, process controls, and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
It was reported that during a hemodialysis (hd) patient¿s treatment using a fresenius 2008t hemodialysis machine a blood leak was visible on the dialyzer immediately after treatment was initiated and the patient's blood reached the dialyzer. The dialyzer was discarded the product before calling to report complaint. The blood was visually observed internally, and no external leak was noted. Blood reportedly came out from arterial port to dialysate port. Blood test strips were used and tested negative. The patient was able to switch to a different machine with a new dialyzer and non-fresenius bloodlines and completed hemodialysis treatment.